Event description:
The report received from the affiliate indicated that when the physician opened the product package, a severe kink was noted in the proximal part of the catheter, which allowed contrast to leak from the unit. The product was not used clinically. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.